Event description:
The manufacturer received information alleging a ventilator had a power issue. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an issue related to the active exhalation control module was observed. The device's active exhalation control module was replaced to address the issue. The device's internal battery was found to have a low state of health. The device's internal battery was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator had a power issue. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an issue related to the active exhalation control module was observed. The device's active exhalation control module was replaced to address the issue. The device's internal battery was found to have a low state of health. The device's internal battery was replaced to address the issue.